Event description:
The preperitoneal distention balloon was pumped forty times and after sixty seconds the balloon ruptured. Then a new preperitoneal distention balloon was used. This was also pumped forty times and after sixty seconds this balloon also ruptured. Pieces of balloon were retrieved from pt's peritoneal field.